Event description:
Customer reported she heard a beep 15 minutes prior to the call, the insulin pump was hot and the screen was blank. Then the time was different. Customer changed the battery and is receiving error alarms. Alarm history showed unexpected restart, external ram error, battery out limit, off no power, motor error and no delivery alarms. Customer stated that a temporary basal was not programmed before the alarms occurred. The motor error occurred on (B)(6) 2015. Troubleshoot was not completed as the alarms are recurring. Blood glucose value is 257 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump unit received with operating currents within spec. Unit passed self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms noted. The drive support disk was inspected and no anomaly was noted. No unexpected alarms or battery out limit, off no power, low battery indicator or excessive no delivery alarms noted. Unit alarmed properly low battery at 1.22 volts. Unit received with cracked case at display window corners, reservoir tube window corners, and reservoir tube lip, battery tube threads and minor scratched display window.